Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: not available omnipod software app version: not available operating system: not available hardware: not available cgm sensor type: not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient inserted new omnipod 5 approximately 11:30 am on (B)(6) 2025. Three boluses were delivered between 12:00 pm and 4:00 pm with no issues. The patient attended a social event and consumed alcohol beginning late afternoon. The event finished at approximately 9:00 pm and patient returned home and continued alcohol consumption until the early hours of the morning. The patient received alerts from omnipod 5 that blood glucose (bg) levels were rising and delivered a small correction bolus as suggested by the system. The patient awoke at approximately 8:00 am and felt unwell and attributed it to alcohol consumption. The patient drank water which resulted in two instances of vomiting, and the patient went back to bed. At around 4:30 pm the bg levels were still elevated. The patient presented at (B)(6) hospital emergency department (ed). Initial venous blood gas results showed ph of 7.13, pco2 28, hco3 9, base excess -19.7, bg 28 mmol/l (504 mg/dl), ketone 5.4, and lactate at 5.4. The ed commenced diabetic ketoacidosis (dka) protocol. The patient¿s septic screen was negative. The ed noted a troponin leak with troponin peak 50 with no electrocardiogram changes. Endocrinology had a discussion with cardiology who advised it was likely demand related in setting of dka. The patient recommenced on omnipod 5 on 23-dec-2025. Dka protocol ceased on (B)(6) 2025 and the patient was discharged. The patient followed up post discharge and their bg levels remained steady with no hypoglycemia or hyperglycemia events. The patient was feeling well.